Event description:
It was reported that the intraocular lens (iol) was inserted and removed from the patient's eye during the same procedure due to a tear in the capsular bag. The doctor successfully implanted a sulcus lens without any complications. It was believed that the lens was not attributed to the tear. It was further thought that the capsular bag had a small hole already and when the lens was inserted, the doctor realized a sulcus lens was going to be needed. No further information was provided.

Manufacturer narrative:
(B)(4). The explanted intraocular lens (iol) was returned to our quality assurance laboratory for evaluation. A visual inspection noted the lens had a torn optic and appeared to have evidence of viscoelastic. All pertinent information available to abbott medical optics has been submitted.